Event description:
Customer reported, the display had frozen on their unlocked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with a 26 cal code were found in the glucose log. Errors 015, 0300 and 0806 were found in the error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.